Manufacturer narrative:
The reported events of a decreased battery longevity and elevated battery current measurements were confirmed. Based on the information provided, it was determined that the device experienced a power-on reset (por) likely due to the cardioversion performed. The battery voltage and estimated longevity temporarily decreases during the reset recovery period; hence, the decreased longevity seen. It was observed that a memory corruption occurred during the por which could result in corrupt values moving forward. The device will continue to perform as expected with the exception of timestamp values.

Event description:
It was reported that the patient presented for a scheduled procedure. Post procedure, it was noted that the leadless pacemaker (lp) had electrocautery, swan insertion, and cardioversion. No intervention was performed. The patient was in stable condition.